Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1903185 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "leak at the piston. Risk of major air embolism."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "leak at the piston. Risk of major air embolism."